Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 10nov2020 to date 10nov2021. Complaint trend: there are 11 complaints related to the issue of high carry over; date range from 10nov2020 to date 10nov2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6) , file # 659180-659180-r659180000434-106296348-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a worn pinch valve tubing. The customer had initially reported that they noticed a small amount of blood would remain on the needle resulting in carryover. The fse (field service engineer) confirmed with the customer the issue, and found that the v8 pinch valve would not properly open during the sit flush. The fse replaced the v8 pinch valve tubing (pn 336504) from car stock, ran several sit flushes, and tested the instrument. No parts were requested for evaluation as the replaced part is not returnable and was discarded. The instrument passed all tests and the instrument was returned to the customer with no further issues. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 02199227, case # (B)(4). Install date: 06sep2019. Defective part number: 336504 - two way pinch valve assembly nc. Work order notes: subject / reported: 659180 - facslyric - contamination. Problem description: customer noticed that a tube of water turned into a pink color due to a drop of blood that remained attached to the needle. O work performed: dj 12nov2021 - discussed fault with customer - occurred after sit flush. Ran sit flush monitoring v8 pinch valve - valve didn't open. Replaced v8 pinch valve (pn: 336504 from car stock ts 730). Ran sit flush multiple times - valve operating normally - sit flush completing successfully. Ran pqc - passed - completed successfully. Ran abort count check - passed -completed successfully. Completed service report and emailed to customer. Repair intervention completed successfully. Cause: dj 12nov2021 - v8 pinch valve not opening. Solution: dj 12nov2021 - replaced v8 pinch valve (pn: 336504 from car stock ts 730). Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes , no. Azure ID: 89169. ID: libivd-ra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr. Libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a new hazards: none. Mitigation(s) sufficient yes, no? Root cause: based on the investigation results the root cause of the carryover between sample tests was due to a worn v8 pinch valve tubing. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a worn v8 pinch valve tubing. The fse confirmed the issue and replaced the pinch valve tubing with one from stock. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It has been reported that while testing with bd facslyric¿, carryover occurred. The following has been provided by the initial reporter: it was reported that a tube of water turned into a pink color due to a drop of blood that remained attached to the needle. No patient impacts have been noted at this time.

Event description:
It has been reported that while testing with bd facslyric¿, carryover occurred. The following has been provided by the initial reporter: it was reported that a tube of water turned into a pink color due to a drop of blood that remained attached to the needle. No patient impacts have been noted at this time.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.